Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 800 mg/dl. Customer was hospitalized as a result of high blood glucose levels. Customer advised during the rewind process they would receive a no delivery alarm. Customer stated they are disconnected from the pump and are performing manual injections. Called stated that their healthcare provider said the insulin pump is malfunctioning. Customer declines to return the malfunctioning insulin pump.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and self tests. No unexpected no delivery alarms or blank displays noted. The pump alarmed unexpected restart after the battery change due to a voltage leak on the interface board. Unable to complete functional testing due to the unexpected restart alarm. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.